Manufacturer narrative:
Visual inspection of the returned product showed that the lens was cracked and torn into pieces. Additionally, a haptic plate was torn off and missing and there was a clear surgical residue on the lens.

Event description:
It was reported that a cc4204bf collamer plate lens was torn during loading, but the problem was not discovered until after the lens was inserted. The lens was removed and another same model lens was implanted without any patient injury. The reporter stated the incident was due to a technical error.